Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are having problems with the set leaking at the quick release. Customer does not recall any significant events leading to the error. Customer's blood glucose was over 500 mg/dl at the time of incident. Troubleshooting was done for infusion set leaks but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.